Event description:
It was originally reported that the ventilator was shutting down, making noise, and turning back on. During a follow-up call, the customer reported that the ventilator shut down with no audible alarms while connected to a patient. The patient was removed from the ventilator, manually ventilated, and placed on a back-up ventilator. No patient harm reported.